Manufacturer narrative:
Continuation of concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead, ubd: 06-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they put in another lead because of the pain she had.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they put in another lead because of the pain she had and ever since then, they have had a hard time charging and have seen a message telling them to call medtronic. Pt states they are seeing an rm03 error message. Patient services (pss) advised the pt to try and charge. The issue was not resolved through troubleshooting. A replacement recharger (rtm) was sent out to the patient. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt called back from number registered reporting that they received the replacement recharger (rtm). Pt stated that their ins is deleting faster since having the second lead implanted on (B)(6) 2022. Pt said that the ins will be fully charged at 9pm but completely empty by 4:30am. Patient services (pss) reviewed that the 2nd lead will use additional energy than with just one lead. Pt mentioned the ins is always on and the intensity was currently set to 6.6 in group a but sometimes has to go up to about 7. Pt also added that they had groups b c available but has not switched between groups. Pt confirmed that the implanted battery was also relocated during the lead implantation and has been having more difficulty getting rtm to connect during recharge sessions. Pss reviewed information regarding new implant site. Pss redirected pt to their healthcare provider (hcp) mdt rep to discuss possible cause for ins to rapidly deplete.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.